Manufacturer narrative:
Correction: while performing the planned maintenance (pm), the medtronic representative reported that batteries within the imaging system were not outputting the proper voltage. It was reported that the batteries were replaced as a result. The suspect batteries have not been received by the manufacturer for evaluation. The hand switch for the imaging system was returned to the manufacturer for evaluation. Testing confirmed that the cable on the hand switch was frayed. It was reported that the cable insulation on the cable was damaged and that the cable was overstretched.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the hand switch was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect hand switch has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a planned maintenance (pm) it was found that the handswitch was damaged. There was no patient present at the time of the issue.